Event description:
It was reported that: pt complained of pain in groin area. Pt went for x-ray and revealed a wobble tract. Pt is currently following up with the surgeon. Update: the pt made a second call to intake and provided the following info: it is reported that: approx one month ago, the pt began having a shooting pain at the implant site and on the right side of the hip. He can only walk about five mins before the pain sets in. The pain occurs when he engages in any activity or action that puts pressure on the leg or hip. He recently had an x-ray taken. His orthopedist diagnosed him with "moderate chronic post surgical heterotypic bone formation."

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported is considered to be under the scope of this recall.